Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service (cs 078) issue: the alarm has occured multiple times and the reporter is unable to clear it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings:a review of the black box showed call service alarms had occurred. A rewind, load, and prime sequence was successfully performed with no issues. The pump was exercised for 24 hours with no alarms occurring. Unrelated to the complaint, investigation revealed that the bolus button was missing and there was corrosion on the bolus button contact. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.